Manufacturer narrative:
Symmetry performed an in-house inspection of the returned device 24-3449 oberhill retractor, evidence showed gouges on both the instrument blades that do not seem typical of a retractor being used for tissue and muscle. Based on the configuration of the instrument in use, the pressure from the patient would be in the direction of the break. Investigation confirmed that the instrument broke at a 90 degree angle. Symmetry also inspected existing inventory in-house for any cracks or breaks in the retractor arm. All products were within conformance. Symmetry has sold (B)(4) devices of this lot number (14616) with (zero) complaints.

Event description:
Customer indicated the retractor broke during surgery. The instrument was broken with the blades at a 90 degree angle to the shanks.